Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. Impact on the customer¿s blood glucose level was unknown, with no indication of exceeding 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.